Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now within 8 hours of reported low blood glucose event. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2022 the customer alleged for battery lasting less than 30 minutes and high blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked keypad overlay, stained keypad overlay, pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: insert battery alarm (84) on (B)(6) 2022 at 01:22:37.000, 01:32:00.000, 01:38:28.000, and 1:43:04.000. Replace battery alert (73) on (B)(6) 2022 at 01:08:00.000 and 01:18:00.000 power loss alarm on august 06, 2022 at 01:38:27.000, 01:48:00.000, 01:54:20.000, and 01:54:32.000 device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected battery lasting less than 30 minutes during testing. Device was cut open to perform visual inspection and found moisture damage on the electrical board 2 and force sensor. In summary, device passed required testing. Customer alleged for battery lasting less than 30 minutes was confirmed. Unexpected power loss confirmed. High bg not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.